Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. This product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. (B)(4).

Event description:
A nurse reported that a patient was diagnosed with endophthalmitis six days after cataract surgery, and experienced pain, decreased vision, and corneal edema in the right eye. The surgeon used a 2.4mm temporal clear corneal incision during the procedure. The patient was given oral and topical antibiotics and remains under the care of a specialist. It was reported that the patient's symptoms have not yet resolved and that further surgical intervention may be necessary.